Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, shortly following placement of the device during a nephroureterostomy, the hub of the ultrathane cope nephroureterostomy set separated from the catheter portion off the device. The reported issue occurred twice during the procedure. (See related emdr# 1820334-2018-0368). The device had to be replaced to complete the procedure successfully. The customer confirmed that no additional procedures were necessitated by the product problem, and no patient adverse events resulted from the issue. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Additional information: please reference related MFR. Report:1820334-2018-00368 as this event occurred with two devices from the same lot during the same procedure. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications as well as a visual inspection, dimensional verification and functional evaluation of the device was conducted during the investigation. Two 8.5fr devices were returned from hub separation, however only one of the flares had come out of the cap (1820334-2018-00366). The other device possibly had tubing separation near the hub and will be confirmed through customer testimony (1820334-2018-00368). It is unspecified which is related to 1820334-2018-00366 or 1820334-2018-00368 . One of the two catheters pulled out of the hub with the flare intact ("catheter 1"). The second catheter is separated 1.7cm distal of the hub ("catheter 2"). The edge of the separation appears to be smooth, indicating it may have been cut. Both catheters were returned separated into several pieces. A black liquid was noted on the interior of the devices, indicating they were likely used. The catheter outer diameters, flare diameters, and cap inner diameters were all found to be within cook's manufacturing specifications. However, because the hub was pulled out of the fitting for "catheter 1" and the fitting for flare 2, it is possible that the diameters of the flares were distorted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications.  A review of the device history record showed no nonconforming events which could contribute to this failure mode. A database search revealed one other reported complaints for this lot number-reported under 1820334-2018-00368. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause is therefore related to the manufacturing process. This failure mode was escalated per internal processes. The appropriate personnel have been contacted and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.